Manufacturer narrative:
Corrected information was provided in h.11. The product was not returned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens (iol) implant procedure, intraocular lens have been damaged in cartridge/during loading. Additional information has been requested but is not available at the time of this report.